Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) (B)(4) alleging that the patient's one touch ping meter was experiencing a power issue. The complaint was classified based on additional information obtained by the customer service representative during a follow up phone call to the reporter. The patient's mother reported that the alleged issue with the subject meter not powering on began approximately "one month ago". She stated that the issue happens "intermittently" any time they attend both the indoor and outdoor ice rinks, about 5 times a week. The reporter indicated the outdoor rink is approximately minus 5 degrees celsius; the indoor rink is "below 0" (outside the manufacturer's temperature range of 6-44 degrees c). She stated that her son tests his glucose 8-10 times in a day, with typical results between "4.0-12.0 mmol/l", manages his diabetes with novo rapid insulin (pump therapy) and due to the alleged issue the patient's mother denied that her son made any changes to his usual diabetes management. On (B)(6) 2011, at 2:30 pm before going to the ice rink, the patient reportedly tested his blood glucose and obtained a result "within the normal range" (reporter unable to confirm result), and no action was taken. The reporter stated that the patient got to the ice rink at around 3:00 pm and skated for 30-45 minutes before attempting to use the meter. She claimed "15-30 minutes" after the alleged issue started, her son felt "shaky, weak, unable to walk and agitated". The patient's mother reported that a very similar event occurred "a month ago" but could not recall any of the details. In response to his symptoms, the patient was taken home and at 4 pm he was given iced tea and a snack. She informed that the patient was tested with another meter a "few minutes" after 4 pm, and obtained a glucose result of "1.8 mmol/l". The patient's mother confirmed "1.5 hours" after the treatment was provided and after eating supper, her son felt better. The reporter stated she placed the subject meter remote on a heat register and within "about 5 minutes", it was working. The patient had re-tested and was within the normal range, around "8.0 mmol/l". During the initial call with customer service, the agent noted that the batteries were not due for replacement. The patient's mother confirmed that this power issue never happened at home, and does not recall seeing any errors or warnings. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claims her son was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Follow-up # 2 (06/14/2012)-device evaluation: the test strips involved with this complaint have been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the test strips involved with this compliant were tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.